Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had an issue with the radiofrequency head port connection. Analysis determined that there was a damaged overlay which caused the cursor to jump off alignment. It was noted that the "25" key on printer keypad intermittently worked, the keyboard was missing "t" key, the keyboard rail covers were cracked and the upper display hinges were worn. It was further noted that the media bay door latch was cracked and the upper display bullets and the personal computer memory card international association (pcmica) card slot eject button were broken. In addition, the power cord bay door was missing and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. Software has been reloaded and updated. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned to service for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.